Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Operative notes stated the surgeon was unable to remove the femoral head therefore the entire system was revised. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Us157856, m2a-magnum pf cup 56odx50id, lot # 627960; 157450, m2a-magnum mod hd sz 50mm, lot # 004070; and 139252, m2a-magnum 42-50mm tpr insrt-6, lot 3 556950. Multiple reports have been submitted for this event. Please see associated report: 0001825034-2018-11545.

Event description:
It was reported that during a revision surgery, the surgeon was unable to separate the femoral head with taper insert from the stem. Due to this malfunction, the entire femoral construct was removed. No additional harm to patient was reported. Attempts have been made, and no further information has been provided.